Event description:
It was reported that balloon pinhole occurred. Vascular access was obtained via femoral vein. The stenosed target lesion was located in the left iliac vein. A 12.0 x 60, 135cm mustang balloon catheter was advanced for dilation, however, the balloon did not inflate when it reaches 4 to 6 atmospheres (atm). The pressure was and the device removed. When the physican tried to inflate the balloon at 6 atm outside the patient, liquid leaked at the connection part between the balloon and the marker and a pinhole was noted on the balloon material. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 12.0 x 60, 135cm was returned for analysis. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 18mm proximal from the distal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. The rated burst pressure for this device was 14 atmospheres as per the print on the hub. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. Vascular access was obtained via femoral vein. The stenosed target lesion was located in the left iliac vein. A 12.0 x 60, 135cm mustang balloon catheter was advanced for dilation, however, the balloon did not inflate when it reaches 4 to 6 atmospheres (atm). The pressure was and the device removed. When the physician tried to inflate the balloon at 6 atm outside the patient, liquid leaked at the connection part between the balloon and the marker and a pinhole was noted on the balloon material. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.